Event description:
It was reported the level 1 hotline low flow system (hl-390) was leaking from the tank cover. The small leak did not trigger an alarm. The incident was discovered upon set up. No patient injury or complications were reported in relation to this event. Additional information was received indicating that the name of the customer facility was (B)(6)hospital.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found device dirty with minor scuffs, and noted to have a crack on the water tank cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on. The customer complaint was able to be confirmed; water was leaking from the bottom of the water tank. The problem source was determined to be user interface, as a result of a cracked water tank cover from over tightened screws.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the level 1 hotline low flow system (hl-390) was leaking from the tank cover. The small leak did not trigger an alarm. The incident was discovered upon set up. No patient injury or complications were reported in relation to this event.